Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for stone removal on (B)(6), 2022. After the patient had multiple cases of melena while inpatient, an endoscopy was performed on (B)(6), 2022 and a linear injury was found in the stomach. An exposed vessel was located, and a clip was placed to stop the bleeding. The injury was approximate the width of the scope and followed the length of the greater curvature of the stomach. The issue was resolved, and the patient has not had any further complication as result of this event. The patient is reported to be fully recovered. As per the physician, the linear injury is believed to have occurred during extubation. In the physician's assessment, although exalt's stiffness may have contributed to the injury, it could have occurred using any ercp scope.